Event description:
(B)(4).after having the essure device placed (B)(6) 2012 I have experienced unusual fatigue on a daily basis, severe pelvic pain, headaches more than 2 times per week sometimes lasting 2 days, overall weakness throughout my body, mood swings, brain fog, attention loss, heavy periods lasting 8 to 10 days with blood clots, increased vaginal secretions which smell very metallic, reoccuring vaginal infections, reoccurring bladder infections. Bleeding during and after intercourse, pain during intercourse,and after orgasim, I have been diagnosed with mittleshmirtz uterine fibroid and ovarian cysts. I have constant inflammation throughout my body, abdomen bloating making me look six months pregnant, I have unexplained weight gain of 60 lbs over the past 4 years with normal diet and activities. I also have had many issues with swelling painfull bowels. I now have been scheduled to have a full hysterectomy leaving ovaries due to my symptoms. Essure coils have completely ruined my life.